Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the patient's programming history, it was noted that on (B)(6)2009, a system diagnostic test was performed which resulted in a "fault". A final interrogation was not performed after this diagnostic test. Upon initial interrogation at the next recorded visit, (B)(6) 2009, the patient's settings were seen to be at "faulted settings" which were different from the intended settings of the last visit.